Event description:
As reported by the user facility (translation of user facility): reports under infusion occurred (B)(6) 2014. Set to deliver 500 ml saline in 30 minutes, set rate at 1050 ml per hour. When infusion complete, about 1/2 of bag remained. Reference MFR # 9610825-2014-00159.